Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was identified that the right ventricular (rv) lead was not pacing. Over-sensing was noted on the rv lead and high thresholds. The rv lead had dislodged from the right ventricle and left in the inferior vena cava. The dislodgement was verified on x-ray. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.